Manufacturer narrative:
After service, the customer has not reported any further complaints. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative found the probe was crooked and partial clogged. He also found the cuvette section was incorrectly installed on the instrument. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas c 513 module. The initial result was 137.9 mmol/mol. This result was reported to the physician. The physician questioned the result and repeated the sample. The repeated result was 34.2 mmol/mol. The assay lot number and expiration date were requested but not provided.